Event description:
The customer contacted stryker to report that their device was not responding to on/off button presses. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The root cause of the reported problem was determined to be a mofset q86 component. The customer received a replacement device to resolve the reported problem.

Event description:
The customer contacted stryker to report that their device was not responding to on/off button presses. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.